Event description:
It was reported that patient had the ambicor penile prosthesis removed due to other reasons. A new inflatable penile prosthesis consisting of 16cm x 9.5mm cylinders, pump, and reservoir were implanted.